Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that latch would relock upon opening. A field service engineer, cleaned and reworked on srm latch to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system fridge failure and there is nothing to recover. Customer stated that there was a delay in accessing medication. There were no adverse events or injuries reported based on this incident.